Manufacturer narrative:
Corrected information: g3, h2, h6, h11.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. The sheath was noted to be bent/bulged 0.3¿ proximal to the distal tip at the location of the pull ring. No other anomalies were noted. The handle was disassembled to enable further visual inspection. The right pull wire was pulled proximally with no resistance and was determined to be detached from the pull ring. The pull wire was able to be removed proximally from the sheath. The detached pull wire is consistent with the lack of deflection observed. The device was x-rayed. The pull ring was noted to be pulled out of position consistent with the detachment of the pull wire from the pull ring. The reported event of a use issue was confirmed. The sheath did not deflect in one direction due to the pull ring being pulled out of position and the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During the volt procedure, there were insertion difficulties with the agilis sheath and a leak in the volt catheter resulting in a delay. There were no issues during lspv/lipv. It was not possible to enter the ripv. The physician switched to the rspv. There was a lot of force needed to push the volt catheter through agilis sheath. The volt catheter was checked and there was no leak. A new agilis sheath was offered but not used. The volt catheter was re-inserted and performed a successful ablation of rspv. When attempting to enter the ripv, a lot of force was needed to push through the agilis sheath until the pull wire broke. The agilis sheath was replaced, and the volt catheter was checked again during this time, and a leak was noted on the center equator of the balloon. The volt catheter was replaced. There was a successful ablation of the ripv. The procedure was completed and there were no patient consequences.